Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported by the patient's family that the device was "defective" and that the "battery depleted sooner than it should." The device was explanted and replaced. No patient complications were reported as a result of this event.